Event description:
Zeiss cirrus hd-oct 4000 retina tomographer reported invalid results based on obvious out of range measurements including, for instance, an average rnfl (retinal nerve fiber layer) thickness of 40 um, an rnfl symmetry of "-5%", and a cup volume of 0.0000 mm^3. With obviously invalid inputs, reporting results could cause improper intervention by the clinician, up to and including surgery.